Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025 . According to the patient, on (B)(6) 2025 , they had a hypoglycemic event. He was grocery shopping by himself, and the alarm on his cgm never went off and he was unaware of his low blood glucose. The patient stated he is unsure of what his cgm values were or whether he received any notifications on his cgm as he did not check the device. The patient reported that he was dizzy and had presyncope. A woman saw him hanging on to the basket and was able to grab him and hold him up. She asked if they should call 911, but the patient refused and said he just needed a minute. Once he got up, he started to eat some cherries that were in his basket. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.